Event description:
It was reported that there was a fire in the operating theatre, the fire fire broke out on the hind side of anesthesia workstation. Reportedly two persons died. As of now, it is unclear, whether or not the dräger fabiue gs prmium anesthesa machine caused or contributed to the ignition of the fire.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up-report. H3 other text : on-going.

Manufacturer narrative:
For the investigation the provided information was analysed. It was initially reported that a fire had broken out on the hind side of the fabius, however no further details were provided during the investigation. The affected fabius and as well the operating theater got completely destroyed by the fire. A final statement about the root cause of the fire is therefore not possible. In general the fabius has an csa approval and is also tested according the iec 60601-1 standard. Inside the fabius is devided into several separate compartments so that gases can not flood the whole fabius system in case of a failure (leakage). There are counter measures like the double-walled hose to the external oxygen tube or ventilation slots to prevent the accumulation of combustable gases. Flame retardant components are used. Also the external power socket outlet - which was reportedly not in use here - is part of the csa controlled locc and has high safety standards. A final statement about the root cause of the fire is therefore not possible. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that there was a fire in the operating theatre, the fire broke out on the hind side of anesthesia workstation. Reportedly two persons died. As of now, it is unclear, whether or not the dräger fabiue gs prmium anesthesa machine caused or contributed to the ignition of the fire.